Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) by the implantable cardioverter defibrillator (ICD) detected as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The device was reprogrammed and the issue was resolved. The device remains in use. It was further reported that the right atrial (ra) lead has undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.